Manufacturer narrative:
(B)(4) it was reported that a 55 years old male patient, underwent a left ischemic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered cardiac arrest which required cardiopulmonary resuscitation and extended hospitalization with intubation on intensive care unit. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac arrest remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a (B)(6) male patient, underwent a left ischemic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered cardiac arrest which required cardiopulmonary resuscitation and extended hospitalization with intubation on intensive care unit. At the time bwi followed up to obtain additional information it was noticed that the patient developed acute pulmonary edema and that he has a medical history of prior episodes of ventricular tachycardia and heart failure that may have contributed to this event. No further information is known regarding the patient status. The physician¿s opinion regarding the cause of this adverse event is that patient condition contributed as he did not have enough reserve to recover from initial ventricular tachycardia.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4); product name: stockert 70 rf generator, us catalog #: s7002, serial #: (B)(4); product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4). (B)(4).